Event description:
A malfunction was reported, identified by malfunction code malf 12, which occurred multiple times on the customer's pump. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace the pump under warranty, and the customer was informed to use multiple daily injections (mdi) as backup therapy. The customer received guidance on putting the pump into storage mode and was instructed to return the faulty pump using a pre-paid label within 10 days.